Manufacturer narrative:
The device was returned as part of the asset return process: due to wear of scope-cover packing, water tightness is lost, forceps channel port has a dent, air/water-cylinder has no color, suction-cylinder has no color, switch box has a scratch, low angle, the cover of the light guide-bundle is damaged, plastic distal end cover has a scratch, adhesive on bending section has a crack, and universal cord has foreign objects. Based on the results of the investigation, a definitive root cause could not be conclusively identified. Consideration regarding the foreign material, adhesion of the material in the air/water cylinder and the air/water channel was confirmed. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from packing at scope-cover. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, air/water cylinder and air/water tube have foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.